Event description:
It was reported that the patient with this pacemaker had sudden rate drops when exercising. Technical services (ts) reviewed the reports and noted that there was intermittent right atrial (ra) undersensing due to being below the programmed thresholds. The device was reprogrammed, which resolved the issue. The device remains in use. No adverse patient effects were reported.